Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's electrode belt would not connect to the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. Upon eval, the monitor's electrode belt connector was broken free from the monitor case, preventing the monitor from communicating with an electrode belt. The root cause for the damaged connector could not be positively identified, but was likely due to physical abuse. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.